Manufacturer narrative:
Patient's date of birth corrected.

Event description:
Related manufacturer reference number: 1627487-2019-06058. Follow up information received that the patient underwent surgery where the leads were explanted and replaced. Effective therapy was restored post operation.

Event description:
Related manufacturer reference number: 1627487-2019-06058.

Manufacturer narrative:
The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Mfg report reference: 1627487-2019-06058. It was reported that the patient felt stimulation in the wrong location. Imaging was taken and it showed that one of the leads had migrated into the thoracic region. The patient may undergo surgical intervention. Note: it is unknown to the manufacturer which lead has migrated. Therefore, both devices are being reported on.